Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure using a preclose technique in the common femoral artery before an abdominal aortic aneurysm procedure. Reportedly, during deployment, when the plunger was pulled out the suture broke. Another proglide was used and hemostasis was achieved. There was no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a calcified common femoral artery after an interventional procedure. Reportedly, the clip of the device could not be released. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - patient selection (calcified common femoral artery). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.